Event description:
The pt contacted animas alleging that the pump was not responding to button presses.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. No damaged was observed to the keypad.